Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
In 2009, this pt was implanted with gore excluder aaa endoprostheses. The following month, a contralateral leg component was implanted. Two months later, another contralateral leg component and an aortic extender component were implanted. Reason for the procedure is unk. Further investigation to follow.